Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: ecn event description: left groin access issues encountered upon obtaining groin access. Tee performed to rule out clot and obtain laa measurements for watchman. Trivial effusion noted. Bsw soundstar 8f catheter introduced. Faradrive-versacross connect assembly introduced for transseptal puncture. Transseptal puncture performed in a mid-mid position. Versacross dilator removed and sheath aspirated/flushed. Octaray mapping catheter and pre-voltage map obtained. Octaray removed and farawave inserted with wire cannulating lspv. Decrease in nibp noted and ice used to check for effusion. Baseline effusion found to have grown and farawave removed. Pericardiocentesis performed. Blood pressure remained unstable and pericardial window performed. Blood further drained from effusion and small perforation found posterior to raa. Procedure completed and patient sent to cvicu patient present at time of event? Yes, patient complications: pericardial effusion in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes, please describe the way in which the device or procedure caused or contributed to the patient complication? Effusion found to have increased in size during procedure medical or surgical interventions: pericardiocentesis performed patient admitted to hospital beyond the standard of care: yes, patient discharged from hospital? No patient outcome: the issue is ongoing procedure number: pn: 3104135. Event date: 2026-3-26. As reported device codes: 2099: no known device problem. As reported patient codes: 9221: pericardial effusion. Country of event: united states. Returned product expected: no. Related product serial#: no value found. Related product upn#: unk-p-starter. Related product batch/lot: no value found. Related product family: starter.